Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the incident, a technical support specialist (tss) determined that the customer had unlocked the refrigerator door using a key, successfully recovered and secured it, and confirmed that no further assistance was required. The fse then followed up with the customer and verified that the issue had been resolved by the technician, and the system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge would not open and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.